Manufacturer narrative:
Functional testing: the sample was filled with water; the samples were connected to the cadd legacy plus [cal. ID: (B)(4); due date: (B)(6) 2021] to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr(B)(4) that is in corrective action phase. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm sounded. No patient injury was reported.